Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4)

Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds and dislodgement. The lead was explanted and replaced.

Event description:
New information states that the left ventricular lead had exhibited noise.